Event description:
Customer reported issues with a depleting battery. There was no adverse impact to the customer¿s blood glucose level. The patient declined further follow-up from customer technical support, and no additional details regarding corrective actions were provided.